Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was no longer functioning. Reportedly, the pump was dropped. Customer's blood glucose level was not impacted. It was indicated that the customer has back up lantus and manual injections for continued insulin therapy.